Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("coils have migrated/migration of essure coils into pelvic area") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polyuria, viral hepatitis b, ovarian cyst, fibroids, pelvic pain female, neck pain, viral upper respiratory tract infection, knee pain, hidradenitis suppurativa, vaginal itching, polycystic ovarian syndrome, urinary tract infection, urinary frequency, pregnancy test urine negative, female infertility, abscess, diabetes, polycystic ovaries, menorrhagia, goiter, electrocardiogram abnormal, heart disease, unspecified, cardiac murmur, anemia, hypertension, hyperlipidemia, nausea, ear pain, hemorrhoids, allergic reaction to analgesics, vertigo, dizziness, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2008.), diabetes and body mass index normal. Concurrent conditions were listed as hepatic steatosis, liver enlargement, acute hepatitis b, endometrial disorder and goiter, unspecified. Concomitant products included metformin since 2017, antibiotics for urinary tract infection since (B)(6) 2009, depo-provera (medroxyprogesterone acetate) from (B)(6) 2008 to (B)(6) 2008 and tylenol [paracetamol]. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/blood loss"). In (B)(6) 2009 she experienced migraine ("migraine / headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)/recurrent utis"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2011 she experienced abdominal pain ("abdominal pain"), pain in extremity ("legs pain") and back pain ("lower back pain"). In 2013 she was found to have weight increased ("weight gain / loss (specify which one) gained 20 lbs"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain - pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and headache ("headaches"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy, cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: plaintiff received treatment for other injuries/symptoms, utis, fibroids, migraines. Anticipated or scheduled date: 2019. Name of healthcare provider: I do not know still looking for one. Current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.787 kg/sqm. [Hysterosalpingogram] on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2015: migration of essure coils into pelvic area; on (B)(6) 2018: static images demonstrated essure placement within the pelvis. No contrast was injected an the study was terminated; on (B)(6) 2018: failed exam. [Imaging procedure] in 2018: failed - due to coil had migrated. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: 'menorrhagia, pelvic pain, uterine leiomyoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-sep-2022: medical record received. Case became serious incident. Essure removal details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("coils have migrated/migration of essure coils into pelvic area") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of polyuria, viral hepatitis b, ovarian cyst, fibroids, pelvic pain female, neck pain, viral upper respiratory tract infection, knee pain, hidradenitis suppurativa, vaginal itching, polycystic ovarian syndrome, urinary tract infection, urinary frequency, pregnancy test urine negative, female infertility, abscess, diabetes, polycystic ovaries, menorrhagia, goiter, electrocardiogram abnormal, heart disease, unspecified, cardiac murmur, anemia, hypertension, hyperlipidemia, nausea, ear pain, hemorrhoids, allergic reaction to analgesics, vertigo, dizziness, parity 3 ((B)(6) 1998, (B)(6) 2000, (B)(6) 2008.), diabetes and body mass index normal. Concurrent conditions were listed as hepatic steatosis, liver enlargement, acute hepatitis b, endometrial disorder and goiter, unspecified. Concomitant products included metformin since 2017, antibiotics for urinary tract infection since (B)(6) 2009, depo-provera (medroxyprogesterone acetate) from (B)(6) 2008 to (B)(6) 2008 and tylenol [paracetamol]. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008 she experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/blood loss"). In (B)(6) 2009 she experienced migraine ("migraine / headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)/recurrent utis"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2011 she experienced abdominal pain ("abdominal pain"), pain in extremity ("legs pain") and back pain ("lower back pain"). In 2013 she was found to have weight increased ("weight gain / loss (specify which one) gained 20lbs"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain - pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and headache ("headaches"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy bilateral salpingectomy, cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: plaintiff received treatment for other injuries/symptoms, utis, fibroids, migraines. Anticipated or scheduled date: 2019. Name of healthcare provider: I do not know still looking for one current weight 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.787 kg/sqm. [Hysterosalpingogram] on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2015: migration of essure coils into pelvic area; on (B)(6) 2018: static images demonstrated essure placement within the pelvis. No contrast was injected an the study was terminated; on (B)(6) 2018: failed exam. [Imaging procedure] in 2018: failed - due to coil had migrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.